Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of cloudy lens was not confirmed. In addition to the finds reported in b5, due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was chipped. Adhesive on bending section cover was cracked. Adhesive on bending section cover had white-clouded area. Due to clogging of nozzle, water removal ability did not meet the standard value. Adhesives around light guide lens had white-clouded area. Adhesives around objective lens had white-clouded area. Protector of universal cord on scope connector side was scratched. Protector of universal cord on control section side was scratched. Image guide protector, plastic distal end cover, switch button 1, switch button 4 and connecting tube was scratched. The scope connector was deformed. Air water cylinder was discolored. The up/down knob was corroded. Paint on suction cylinder had peeled. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope lens was cloudy. There was no report of patient harm associated with this event. During incoming inspection, it was determined the nozzle was clogged with foreign matter. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material clogging the nozzle could not be determined, however, it is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. Olympus will continue to monitor field performance for this device.